Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the field representative was unable to establish telemetry with the subcutaneous implantable cardioverter defibrillator (s-ICD). A magnet reset was performed and tones were able to be heard post magnet application. A successful interrogation occurred following the reset. The interrogation showed the device was functioning appropriately. The s-ICD remains in service and no adverse patient effects were reported.